Event description:
Pleurx drainage tubing came out of the top of the drainage bottle while removing supplies from drainage kit. Tubing broke from top of drainage bottle while staff was unwrapping securement tape from drainage tubing.